Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to due to a ¿compromised catheter¿, but as no further information was provided, the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with intravenous vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. On an unreported date; dianeal therapies were stopped and the peritoneal dialysis catheter was removed. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.